Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer doesn't work. The representative replaced the computer. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: computer 9735225r rollingstone s7 rfrb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the computer did not work. The computer did not boot-up. There was no patient involved.